Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, electromagnetic interference resulting in oversensing was observed on the device. No intervention has been performed at this time to resolve the event. The patient was in stable condition and will continue to be monitored.